Event description:
As reported, after removal of a 6f-12f mynx control venous vascular closure device (vcd) oozing around the access site was seen, on the left side. Light venous manual pressure was applied for ten minutes with hemostasis achieved. Two hours after the procedure, the patient developed a hematoma. Manual pressure was applied and the hematoma resolved. The patient went home the same day with no further complications. The product was properly stored and opened in a sterile field. Three mynx venous devices were deployed after an ablation procedure with the physician. The two devices on the right side were deployed successfully and hemostasis was achieved. The one device on the left side did not successfully take after removal of device with oozing around access site. The user was trained to the device. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, after removal of a 6f-12f mynx control venous vascular closure device (vcd) oozing around the access site was seen, on the left side. Light venous manual pressure was applied for ten minutes with hemostasis achieved. Two hours after the procedure, the patient developed a hematoma. Manual pressure was applied and the hematoma resolved. The patient went home the same day with no further complications. The product was properly stored and opened in a sterile field. Three mynx venous devices were deployed after an ablation procedure with the physician. The two devices on the right side were deployed successfully and hemostasis was achieved. The one device on the left side did not successfully take after removal of device with oozing around access site. The user was trained to the device. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2513901 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿sealant inability to achieve hemostasis and hematoma¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. However, it should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without the return of the device for analysis or procedural films, no determination of possible product contributing factors could be made. No preventative or corrective actions will be taken at this time.